Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/28/2015 with the following findings: evaluation revealed that the pump intermittently powers with returned battery cap or a test battery cap. The display was dim and discolored. The battery cap is unable to fully tighten. Battery cap threads damaged. The battery compartment was cracked observed from thread area to case seal and below grip pad. Power on reset events observed in black box on (B)(6) 2013 and (B)(6) 2014. Unable to perform 24 hour basal exercise due to intermittent power condition. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.